Manufacturer narrative:
The product was not returned for evaluation but the diagnostic logs were received. After analyzing the diagnostic logs, it was identified that there was a bug in the software that resulted in the software running into an edge condition and unable to handle a list of active tasks in a timely matter. The software update to fix this issue has been implemented. An engineering evaluation has been initiated to assess for any manufacturing-related processes which could be correlated to the complaint. A device history record review was completed and documented that the device met all specifications upon distribution. With any hemodynamic monitoring, parameters can change quickly and dramatically. A monitor screen that has stopped progressing and has become frozen with patient parameters could have the potential for patient compromise. If the clinicians are not alerted to the frozen display, inappropriate patient treatment could be administered. These devices are typically used in the operating room or intensive care units, where the patients are closely monitored. Clinicians are trained to evaluate the entire clinical presentation of the patient in order to make treatment decisions as well as assess and mitigate any hazards that arise.

Event description:
As reported, during use, the screen of this hemosphere monitor froze while on patient parameters. What parameters being displayed during monitoring is unknown. Patient demographics requested but not provided. There was no allegation of patient injury. The device will not be sent back for evaluation.

Manufacturer narrative:
Reference CAPA-20-00141.